Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between february 26, 2020 to february 27, 2020. H10: eighty-two (82) devices were received for evaluation. Unaided eye visual inspection of all bags was done which observed loose dark foreign matter inside the bag of only sample 1 and loose white foreign matter of only sample 2. The containers were examined with a stereomicroscope and particles were isolated from the interior of the bag and imaged. Isolated particles were analyzed using micro-fourier transform infrared (ftir) spectroscopy with a microscope. A dark particle 1.5 mm was observed in bag 1 and was identified as polypropylene. A white particle 0.5 mm was observed in bag 2 and was identified as acrylonitrile butadiene styrene (abs). The reported condition was verified in two samples only. The cause of the condition could not be determined. This issue is being further investigated. Additionally, observed fill port connector thread damage where the threading begins of samples 3 and 4 only. The cause of the condition could not be determined; however, most likely due to an initial incorrectly threaded cap on the connector. No defect was observed in the other 78 samples. Therefore, the reported condition was not verified in 78 of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign materials were observed in eighty-two (82) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign materials were classified as black and white. The black foreign materials were found in thirty-five (35) bags and the white foreign materials were found in the fill port of forty-seven (47) bags. This issues were identified prior to patient use. There was no patient involvement. No additional information is available.